Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Di: (B)(6). Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that on (B)(6), 2024, a biozorb was implanted for a right breast lumpectomy, and the biozorb was not dissolving; instead, it was eroding and coming out in pieces. No additional information available.